Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet bionic pancreas experienced hypoglycemia with a fingerstick value of 46 mg/dl followed by treatment with approximately 20¿25 grams of fast-acting carbohydrates, subsequent rebound into the 100s, and a second decline below 70 mg/dl while early in the adaptation period with cgm target set to high. Symptoms included signs consistent with hypoglycemia. Outcomes included recovery to normoglycemia with a stable trend near 90 mg/dl after oral carbohydrate administration and education on using 10¿15 grams of carbohydrate to treat lows. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device malfunction reported and that the event was consistent with hypoglycemia management and adaptation to automated insulin delivery. It was concluded that the event was due to cause unclear with respect to device performance, and the user was counseled on low treatment to avoid glycemic variability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.